Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose(bg) level of above 500 mg/dl; causes was unknown. Reportedly, the customer gave themselves a correction bolus to address their bgs. A recommendation was made for the customer to discuss elevated bg levels with healthcare provider.